Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
Device history records were reviewed for lot 62567893 with no deviations or anomalies identified that would have contributed to the reported event. The screw driver was returned for review. Visual inspection revealed that the hex feature of the screw driver is twisted and has rounded/stripped. Dimensions and hardness testing were found conforming to print specifications where measured. This device is used for treatment. An initial product history search conducted 29 sep 2016 revealed no additional complaints against the related part and lot combination. The screw driver was manufactured on 10 jan 2014 and therefore had potential field ages of approximately 2 years 2 months, at the time of the reported incident. The exact field usage of this instrument is unknown. The zimmer natural nail system cephalomedullary nail surgical technique states, ¿note: if using the flexible captured set screw driver make sure that it is not used at an angle greater than 40°. If it is used at an angle greater than 40°, it may be damaged.¿ it was indicated that the surgical technique was utilized at the time of the reported incident, but previous usage cannot be determined. A definitive root cause cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the head of the screwdriver stripped and cracked during surgery.